Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) reviewed the available latitude data and noted that the shock impedance had been increasing steadily over the past five years. The shock impedance alert will not be cleared until the patient is seen in-clinic for an interrogation with a programmer. No noise was noted on the available data. Technical services provided reprogramming recommendations and suggested to continued monitoring this patient. Additionally, the patient was seen in the clinic and the alert for shock impedance was increased to 150 ohms. There were no patient movement maneuver issues. No adverse patient effects were reported. This device remains implanted.